Event description:
A peritoneal dialysis (pd) patient reported he was experiencing blocked patient line alarms and had his catheter re-positioned. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product informaiton, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)